Manufacturer narrative:
Serial number corrected . A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that there are no signs of breakage along length of fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The metal cap exhibits moderate charred on surface. There is misalignment of the metal cap output window with the red stop sign. The metal cap is not loose within the outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 74,436 joules and 8:32 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was competed utilizing a second fiber. No injury to the patient occurred due to this event.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber broke after 74,436 joules and 8:32 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was competed utilizing a second fiber. No injury to the patient occurred due to this event.